Manufacturer narrative:
Follow-up #1; date of submission: 08/29/2016. The device has been returned and evaluated by product analysis on 08/04/2016 with the following findings. A review of the pump¿s black box revealed evidence of an unexplained pump reboot. There were cs 052 errors immediately following a pump reboot. There was evidence of visible moisture behind the display lens. A leak test was performed and failed due to a crack at the cover. The pump case was removed and there was evidence of moisture contamination observed inside the pump on the transceiver board. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. The battery cap measured within specification. The battery compartment was found to be intact. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The ¿no power¿ event was not duplicated during investigation. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This is potentially reportable because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.